Event description:
It was reported that there was a loss of image.

Manufacturer narrative:
Alleged failure: critical error shutdown. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes can be attributed to a software issue, or a software upgrade issue to which the wi-fi profiles need to be forgotten prior to upgrading. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a loss of image.